Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed, and the root cause was undetermined. The report of air in line was not confirmed and a cause of the air was not determined.similar reports have been received for the reported problem.the root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. A lot number is unknown. Since the lot number is unknown, no batch review will be performed. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer contacted baxter's technical service center to report a low drain volume alarm occurred on home choice (hc) during use during initial drain. The care giver(cg) stated that the patient line was full of air and the home patient (hp) had disconnected to try to drain the line. The baxter technical representative (tsr) advised to end therapy and start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.